Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Visual inspection of the device revealed signs of clinical use on the jaws and shaft of the device. Inspection of the insulation revealed a split near the distal tip of the device. The insulation has a missing patch near the distal tip. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: failure mode: damaged shaft, failure mode: damage to the instrument or the insulation., use error: user attempts to cut excessive amount of tissue, damaged insulation due to misuse, including improper insertion to / withdrawal from a trocar. The instructions for use (IFU) state: a complete understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to other medical instruments. Ensure that insulation or grounding is not compromised. Do not immerse electrosurgical instruments in liquid. Do not introduce or withdraw the instrument through a trocar sleeve with the blade/jaws open. The instrument will operate with electrosurgical generators having a high frequency maximum voltage of 3000 volts peak. Ensure that all safety precautions are followed and refer to the electrosurgical generator¿s specification to verify compatibility and for indications and instructions. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported curved laparoscopic scissors (5dcs) became stripped in the spot closest to the patient. There was no patient burn reported. No other information was known by the facility. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.